Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the device is discovered to be cracked with a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter, translated from (B)(6) to english: split joint, joint cracked.

Event description:
It was reported that prior to use the device is discovered to be cracked with a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter, translated from chinese to english: split joint, joint cracked.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-20 investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused q-syte extension set from material number 385102, lot number 9175187. In addition, two photographs were received which displayed a q-syte unit that was attached to the extension tubing. A visual/microscopic evaluation was performed on the returned unit which revealed damage to the septum top disk and the top body. A portion of the septum rim and side of the top body was torn from the septum and rest of the top body. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a station misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.